Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a5, a6, b6, b7, d6a, d6b, g2, h6.

Event description:
Patient reported left side "malignant neoplasia of non specified location" (not device related), capsular contracture baker grade unknown, ¿brand recalled from the market¿ and "tumorectomy with biopsy of sentinel ganglion." Capsulectomy was performed. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "malignant neoplasia of non specified location" (not device related), capsular contracture, baker grade unknown, ¿brand recalled from the market¿ and "tumorectomy with biopsy of sentinel ganglion." This record is for the left side. Capsulectomy was performed. The device has been explanted.